Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex st(device #2) may have caused or contributed to the reported event. The patient's attorney alleges injuries including medical intervention and explant of the device; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st(device #2). An additional emdr was submitted to represent the bard/davol ventralex st (device #1). Not returned.

Event description:
Attorney alleges the patient underwent surgery during which the patient was implanted with an unspecified bard/davol ventralex st (device #1) on (B)(6) 2012 and an unspecified bard/davol ventralex st (device# 2) on (B)(6) 2014. It is alleged that the patient had unspecified injuries and underwent additional medical treatment and an explant procedure on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st (device #1 and device #2). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."